Manufacturer narrative:
Ototronix associate was present at surgery and observed the middle ear structure. Device has been returned to ototronix and is being evaluated.

Event description:
During revision surgery, erosion of the long process of the incus was observed.